Event description:
It was reported the patient received inappropriate shocks from the right ventricular (rv) lead. The rv lead had oversensing, a noisy electrogram and a patient alert for high impedance. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the proximal conductor fractured. It was noted that the defibrillation coil was distorted, the outer tubing was kinked/buckled, the outer tubing overlay melted and had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and the lead was stretched. We did receive performance data collected from the device and have analyzed the data. Analysis revealed oversensing with ventricular non-sustained tachycardia less than equal to 200 ms between (B)(6) 2012. Also, ventricular fibrillation less than equal to 200 ms average v-cycle on (B)(6) 2012. There was sensing of interference/noise with ventricular short interval count (v-sic) equal to 163.1 counts avg/day, in 9.27 days, between (B)(6) 2012. Additionally, high resistance/impedance with patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Weekly pace lead impedance trend data shows an abrupt increase for min and max rv pace equal to 872 to 11072 ohms peak between (B)(6) 2012.